Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that during the (B)(6) of 2017, the patient was having issues with the ins and they were not sure what to do. The stimulation stopped working whenever the patient reclined, moved back or was in their gravity chair. They stated it seemed like something was being pinched off when they reclined. When stimulation would come back on, it returned with full intensity; zapping/shocking the patient like "holy cow". It was noted the ins never used to do that but all of a sudden it was like they were "on a boat ride or something" and the stimulation was a "shock of intensity" they reported no falls or trauma had occurred. It was noted the patient had not made any adjustments because they run their device continuously and it was working for everything else. They were redirected to their doctor to have their device checked. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances leading to the intense shocks were that the patient hadn't done anything differently. The patient stated that they just reclined in an antigravity chair when stimulation was interrupted and when the patient sat up the stimulation returned. The steps taken to resolve the stimulation shutting off was that the patient was going to have a manufacturer's representative (rep) check the device on (B)(6). The patient stated that it isn't so much that the stimulation is intense, but rather going off and returning to the intensity it set at upon return of conduction (stimulation). The patient stated that the device seems to cut off when the position is changed at a certain angle. The patient that the device stays off until removing the position or the angle. The patient stated that the stimulation returns the instant they switch back over in the chair. The patient stated that when it returns it returns at the preset intensity. The patient stated that it is abrupt intensity and just goes from 0 to 2.8 instantly. The patient stated that the feeling like they were in a boat resolved, as they do not recall stating this. No further complications were reported or anticipated.